Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Further investigation could not be performed due to lack of information. Cartridge lot number, serial number and dates were not provided.

Event description:
Customer reported they had multiple false positive results with cue covid-19 test for home and over the counter (otc) use (reader sn: (B)(4). Additional information was requested from customer in 3 follow-up attempts but customer did not respond. Dates, frequency and number of patients involved not provided.

Manufacturer narrative:
Update to b3: date of event added. Update to b5: date of event and reference to alternate case added.

Event description:
Customer reported multiple false positive results when using the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results obtained on a known date. See (B)(4) for alternate false positive results received on unknown date. Customer reported receiving a false positive result on (B)(6) 2022 when testing with cue covid-19 test for home and over the counter (otc) use (reader sn: (B)(6)).